Manufacturer narrative:
(B)(4).

Event description:
Procedure type: nephrectomy. According to the reporter: endo retractor appeared to be malfunctioning. The device was taken out of the patient and inspected. Parts missing, so another instrument was opened to compare the two. On inspection it appeared as if a small black plastic part had come off the device.